Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked statlock device was inconclusive due to poor sample condition. One photo sample of a statlock securement device in use was provided for evaluation. The device is shown adhered to a patient¿s skin. A non-bd catheter is partially secured within the retainer of the device. Only one side of the securement wing is held within the retainer. The quality of the photo and lack of a returned physical sample did not allow for the clear inspection of the statlock device. Since the damage could not be clearly observed and the root cause remains unknown, the complaint is inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2020, when the nurse on duty in the oncology department used a sleeve catheter fixator, a number of cracks appeared on the surface of the newly unsealed sleeve catheter fixer, and it was discarded. (B)(6) 2020 - it was reported the non-bas catheter was partially secured in a bd statlock device.